Event description:
It was reported by the cath lab staff that difficulty was encountered while inserting an intra-aortic balloon (iab). The iab was being placed via the femoral artery for a male pt undergoing a high risk pca. The iab membrane would not pass all the way through the sheath introducer with sidearm. The iab and sheath were removed together and replaced with another catheter without incident. There was no pt death, injuries or complications. There was a delay of a few minutes to replace the iab, but pt was not affected by the event. Additional info received on 11/17/2010 by the sales rep stated that the super arrow-flex (saf) sheath was used in the first event. Another (B)(4) was pulled and used in the second kit. The same insertion site was used with the spring wire guide and saf sheath.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.